Manufacturer narrative:
No investigation is warranted at this time. The customer released results on an invalid run, which is an off label practice that is not supported by the product labeling. This case does not warrant the filing of an MDR as no device-related deaths, serious injuries, or reportable malfunctions were identified. However, as per previous discussion with the FDA, cdrh, a MDR will be filed to alert FDA of occurrences where a customer site has reported invalid test results. (B)(4).

Event description:
A customer site in the united states using the cobas taqman hbv test for use with the high pure system performed a run with two sets of roche controls. One of the high positive controls was qs_invalid, resulting in an invalid run. However, the customer released the results, which is an off label practice that is not supported by the product labeling.